Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her reservoirs kept filling with air bubbles over the last month. The patient's blood glucose at the time of incident was 212 mg/dl. She removed the air bubbles prior to calling. She mentioned that some air bubbles were too large to get into the tubing. The customer was advised to allow her insulin to warm to room temperature prior to filling the reservoir, and to change her current infusion set. The reservoirs were not returned for analysis.